Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had a catheter revision for a catheter that was broken 1cm from the "pump prong". The pump had flipped multiple times which resulted in breaking and kinking of the catheter. Only the proximal end was replaced, the spinal end was "fine". The patient's outcome was not reported. The pump had 10 mg/ml morphine and was reduced to 0.5 mg/day. Additional information has been requested, but was not available as of the date of this report.